Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 11 months post implantation of a right total hip arthroplasty, the patient was revised due to four dislocations which occurred on unspecified dates. The dislocations were not related to falls. It was reported that the patient arrived for the revision surgery walking. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 110010243 lot# g7 osseoti 3 hole shell 50mm d. Cat# 00-6250-065-30 lot# j7356061 trilogy bone scr 6.5x30. Cat# 01.06010.108 lot# 3151673 avenir muller stem 8 lateral. Cat# 802203602 lot# 2994091 zb 12/14 cocr hd 36mm x +0. G2: foreign: country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.